Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the cannula of the infusion set became loose at the connection "bonding". This issue occurred twice in a row. No adverse event reported. The infusion set was lost; therefore, no product could be requested to be returned for product evaluation.